Manufacturer narrative:
A zoll medical approved provider evaluated the device and the device performed to specification. The device's the lcd contrast and brightness was adjusted as recommended in operator's guide to resolve the issue, which indicates that there was no malfunction of the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.